Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified, for menstruation (route vaginal, lot number, frequency and expiration date unspecified). After an unspecified duration, she stated that possibly the tampon fibers were stuck in her vagina, as the tampon fibers were shed and stuck to her finger while inserting the tampon. The action taken with the use of the device and the outcome of the event were unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.